Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 600 mg/dl due to a bent cannula. The customer stated that once she changed the infusion set, her blood glucose level began to go down. Customer also reported an incident in which the insulin pump would not deliver insulin. Troubleshooting was not performed. Blood glucose level near the time of the call was 72 mg/dl. The insulin pump was not replaced or returned for analysis.